Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set would come off and adhesive would not stick to the patient's body. Patient noted using skin tac, tegaderm tape, and barrier wipes but was still having issues due to extreme heat and humidity at their location. Blood glucose was adversely affected and reported at 180-190mg/dl. A new site was placed and correction bolus was administered to address the high blood glucose. The patient planned to manage their diabetes using multiple daily injections (mdi) while on a "personal pump break". No permanent injury was reported.